Manufacturer narrative:
B:5 additional information received; it was reported that over a week post the procedure, the patient was still intubated and had received dialysis treatment shortly after the procedure. The patient expired on an unknown date. As per the physician the cause of the patients death was heart failure. H:6 patient codes updated 2 updated: year of death valid only. H:1 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported aneurysm rupture and endoleak were confirmed, on the films provided. However, the type and cause of the endoleak could not be fully determined. Lack of returned angiography images showing the endoleak. Which, may have included possible endoleak interrogation to help determine the source. Did not permit a more comprehensive analysis of the endoleak source/cause. A proximal or distal type I endoleak seems unlikely, as there appeared to be adequate seal with no obvious contrast leakage in these areas. The endoleak appears most likely to have been a type iiib fabric endoleak. Fabric wear; due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are a potential root cause(s). It is also possible, that the implanted non mdt stents may have been a factor in the occurrence of a fabric abrasion. Analysis of the returned CT did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enlw1616c120ee, serial/lot #: (B)(4), ubd: 07-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported the patient presented emergently ten years later complaining of abdominal pain. The patients blood pressure dropped shortly after admission. A CT performed that night, revealed a ruptured aneurysm. An endoleak was also identified, and it was said that it was unclear whether it was a tear in the left or right limb or at the level of the bifurcation. The aneurysm measured 62mm. It was noted that a CT performed in may showed there was no endoleak present. Intervention was performed on the same date, two endurant limbs were placed on both the right and left sides of the existing stent grafts to reline and landed just above the stent graft bifurcation. It was noted that during this procedure, a non mdt stent graft that was implanted in the left limb a week after the original index procedure had migrated proximally when ballooning was being performed, just above the fabric of the proximal main body. This hadn't impacted the patency of the stent graft and wasn't believed to be related to the rupture. The endoleak appeared to be resolved at the final angiogram. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.